Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Not returned to manufacturer.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date in not available.

Event description:
The sales rep reported that during a shoulder repair that the suture on the customer's lupine loop plus anchor with orthocord d/s broke upon insertion. The surgeon left the anchor securely within the bone hole. The surgeon completed the procedure with another like anchor in another bone hole next to the original bone hole to secure the fixation. There were no patient consequences or delays reported. The sales rep had no further information.